Manufacturer narrative:
The patient underwent stroke thrombectomy as treatment but it was unsuccessful. The death was assessed as non cardiac. The investigator assessed the event as not related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted in the lad. Approximately 8 months post index procedure, patient suffered cerebrovascular accident and died (non-cardiac). Investigator assessed event is not related to study device and unlikely related to antiplatelet.

Manufacturer narrative:
Additional information: cec adjudicated the death event as vascular death. Cec also adjudicated the stent thrombosis as not an event. Patient has a previous medical history of diabetes mellitus and coronary artery disease. The patient was diagnosed with cerebrovascular accident due to embolism of pure cerebral artery. The cause of death was cerebrovascular accident. If information is provided in the future, a supplemental report will be issued.